Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04458 addresses the first captiflex snare, while manufacturer report # 3005099803-2012-04459 addresses the second captiflex snare. It was reported to boston scientific that two captiflex standard oval snares were used during a colonoscopy with polypectomy performed on (B)(6) 2012. According to the complainant, the target polyp in the patient's colon was very large. The physician attempted to remove it using the first snare (3005099803-2012-04458); however, the device failed to transmit current and the loop became embedded in the polyp. As the device could not be removed, the physician decided to cut the handle of the snare off and removed the endoscope, leaving the snare inside the patient, still attached to the polyp. The endoscope was then re-introduced and the second snare (3005099803-2012-04459) was inserted. This time the physician tried to remove the polyp piece by piece; however, this snare failed to transmit current as well. The second snare and the endoscope were removed, and the patient underwent surgery with the first snare still attached to the polyp. The polyp and the snare were successfully removed from the patient, and there were no patient complications reported. The patient's condition was stable following the surgical procedure.

Manufacturer narrative:
The reported event of current failure. The reported event of loop embedded in polyp. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.